Event description:
This is filed as the steerable guide catheter was returned for device analysis with damage to the soft tip. Although there was no adverse patient effect, a damaged soft tip has the potential to cause or contribute to patient injury. It was reported that during a mitraclip procedure, there were no functional problems with the clip delivery system (cds) prior to use. The patient anatomy was not considered as challenging. There were no extreme curves applied to either the cds or steerable guide catheter (sgc) during the procedure. Grasping the leaflets with the clip was reported as difficult as the mitral regurgitation (mr) grade could not be reduced after placing the clip in all positions. The cds with the attached clip was attempted to be retracted into the sgc. Prior to retraction, there were no additional device issues noted. The sgc was straightened, the clip arms were fully closed and fluoroscopy was used to visualize the retraction of the clip back into the sgc. However, one of the clip arms became stuck on the sgc soft tip and could not be removed. The fluoroscopy and echocardiogram images were repositioned, the grippers were raised, the clip was opened slightly and the cds handle was advanced, but there was no reaction from the clip. It was not possible to release the clip from the sgc tip so the sgc and cds were retracted as one unit. Once in the femoral vein, the clip detached from the sgc soft tip. The retraction was stopped and while a discussion regarding the next steps was being held, a clicking noise was heard and the clip deployed from the cds, but remained attached on the lock and gripper lines.

Manufacturer narrative:
(B)(4). As the clip was repressed in the femoral vein, a surgical cut-down was performed. When the clip was secured with forceps, the gripper and lock lines were cut. The vascular surgeon removed the clip. The cds and sgc were then removed. The sgc was not inspected for damage post procedure. Post procedure, the patient was clinically stable and the functional mr grade remained at the preprocedure grade 4. No additional information was provided. Subsequently, the sgc was returned for device analysis and the soft tip was found to be damaged. The clip delivery system referenced has been reported under another MFR number. Evaluation summary: the steerable guide catheter (sgc) was returned for analysis. Although there was no reported device issue associated with the sgc, the analysis identified tears in the soft tip which is indicative of the clip getting caught on the guide tip during the removal of the clip delivery system (cds). Further inspection of the soft tip material under the keyence microscope confirmed that there was no material missing from the tip. No other damage was observed to the device. Due to clip not being returned with the cds associated with this complaint, the difficulty removing the device/clip caught on guide tip could not be confirmed, as the device was not in a condition in which the test could be performed. Potential causes for difficulty retracting the clip into the guide tip, resulting in soft tip tears are, but not limited to, procedural conditions (curves on the guide during cds removal), user technique or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual, dimensional and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the inner diameter of the soft tip met specification. There were no non-conformances issued for this lot. A query of the electronic complaint handling database indicated there had been no similar incidents reported for soft tip tears from this lot. There were no reported device issues while functionally inspecting the devices during device preparation, which is an indication that the soft tip was not damaged prior to use. With respect to procedural conditions and/or user technique, difficulty retracting the clip into the guide can be influenced by the clip not being fully closed upon removal, the orientation of the clip with respect to the guide tip or curves on the sgc applied by the user. Further clarification received from the account confirmed that the sgc was straightened, the clip arms were fully closed and fluoroscopy was used to visualize the retraction of the clip back into the sgc, indicating the user removed the device according to the instructions for use. As of the clip arms still became caught on the guide tip and could not be removed, it is likely that the orientation of the clip upon retraction of the cds contributed to the clip getting caught to the guide tip, resulting in the tears in the soft tip material. Based on the information reviewed, the sgc soft tip tears as a result of the clip getting caught on the guide tip appears to be related to procedural conditions/user technique. There is no evidence of a product quality deficiency.